Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, black particles in the shell and deformation device. Air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported left side "entericoma" and "asymmetry, swelling, and pain." Healthcare professional reported "antibiotic-resistant bacteria were found", "if the device is removed due to enteritis." Healthcare professional later reported "biocell replacement." Device was explanted.

Manufacturer narrative:
Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of feb 2020 through jan 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and seroma-late.

Event description:
Patient reported left side "entericoma" and "asymmetry, swelling, and pain." Device remains implanted. Healthcare professional reported "antibiotic-resistant bacteria were found", "if the device is removed due to enteritis".